Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-01-0330 - lgc femoral ps cem right sz 3, sn: (B)(4); 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, sn: (B)(4); 200-02-35 - three peg patella 35mm, sn: (B)(4).

Event description:
As reported, the patient had an initial tka on (B)(6) 2016. The patient underwent a right knee revision on (B)(6) 2022 due to poly issues with flaking and delamination. The surgeon replaced the poly, patella, stem and coupler. Fragments of polyethylene were present in the knee joint and removed.

Manufacturer narrative:
H3: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to the reported flaking and delamination of the polyethylene insert. However, this cannot be confirmed as the devices were not returned for evaluation and images of the devices were not provided. H7: z-0021-2022.